Manufacturer narrative:
(B)(4) infection occurred. The device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent spinal surgery on unknown date and suture was used. It was reported that the patient experienced wound dehiscence and wound infections. It was reported that the patient symptoms of erythema, induration, pain, and culture-positive discharge of serous or contaminated fluid. Additional information has been requested.